Manufacturer narrative:
Revised investigation conclusion code.

Manufacturer narrative:
According to the gore¿ excluder¿ aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to, aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprostheses. On an unknown date, a possible proximal type I endoleak was observed. On (B)(6) 2021, a reintervention was performed. One debranch bypass, a left common carotid artery - left subclavian artery bypass, procedure was performed. The tgmr404020j was implanted proximally to cover the left subclavian artery. The left subclavian artery was embolized by plug (avp2 14mm). Computed tomography angiography verified the endoleak was resolved. The patient tolerated the procedure. (This was reported on MFR report # 2017233-2021-02123). On an unknown date, the patient was converted to open surgery and replaced with a bifurcated graft due to an aneurysm enlargement. No other issues and details were reported.